Event description:
It was reorted that a pt was being transfered when pt slipped from the lifter to the floor. It was alleged that the "s" hook came out of the sling. The pt was noted by facility to be struggling during the transfer. X-rays were taken of pt and found to be negative.